Event description:
A site representative reported an o-arm that displayed an incorrect dose report for a 3d scan. While the mvs was in the process of reconstructing and saving the spin, the user changed the ma setting on the pendant. This change in ma was reflected in the dose report, showing an erroneous dose delivered to the patient. A patient may have been exposed at 80 mas, but the dose report showed a dose level consistent with 200mas. There was no patient present when this was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic field engineer was able to duplicate the reported event. This software issue was documented in a medtronic software anomaly tracking database.